Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated and replaced. The ps1 power supply was evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the viewable image in intermittently turning black during case. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.